Event description:
It was reported by svc report that the brakes were not operating on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake adjuster, brake cam.